Manufacturer narrative:
Philips service reinstalled suite pc software and reseated cables. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry resetting and table float due to communication errors on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.